Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: miyabe, k. Journal of japanese society of pathology. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date is unknown and has been entered as the aware date. It was reported through the research article "an autopsy case of dilated cardiomyopathy after implantable cardioverter-defibrillator implantation" that heartmate may be associated with death. This case study involved a patient who developed ventricular fibrillation prior to a left ventricular assist device (lvad) implant and was also found to have dilated cardiomyopathy through diagnostic scans. An implantable cardioverter defibrillator (ICD) was inserted. The patient's cardiac insufficiency progressed, and a lvad was implanted. Approximately six months later, the patient had a sudden drop in blood pressure and passed away. Postmortem findings were consistent with dilated cardiomyopathy.

Event description:
Additional information: the patient's left ventricular assist device and implantable cardioverter-defibrillator were not abbott products.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event occurred on a non-abbott left ventricular assist device (lvad). There were no reported device issues associated with an abbott product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.